Event description:
Patient was in ER, taken to CT for imaging. IV used for injection of contrast dye. Rn noted that the entire tubing from the cath to the 'y' connector of the IV had bulged out. The infusion pump did not alarm for high pressure. This is probably related to having dye injected. Patient denies any pain associated with the IV cath. I have no clue what should have happened. I don't know what could prevent this, stronger tubing or thicker tubing, I don't know. The problem is that these IV's have to be removed and replaced when they fail. With our other IV's all that we have to do is change the tubing to the IV.what was the original intended procedure?IV access for ER patient.